Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, the cause of the reported issue was due to the user not charging the device. No failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unresponsive. The customer's blood glucose level was 212 mg/dl. The customer connected the pump to a power source to charge for one hour and the pump did not turned on. Reportedly, the customer has manual injections available as alternate insulin therapy.